Event description:
The pt was having a stereotatic breast needle core biopsy. The power driven driver had a biopsy needle placed into it. A small incision was made into the breast and the needle was placed into the breast. When the driver was turned on, it made a grinding noise and stopped. The biopsy was not able to continue. The needle was taken out of compression. The biopsy was able to continue using a manual technique of core needle biopsy. The biopsy continued, with sufficient samples taken from the breast. The device was taken out of svc and sent for repair.